Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on may 16th 2016 stating that an out operating room regulation (oor) code was seen once on the patient programmer (pp). They went to adjust stimulation settings the day prior because they stopped feeling stimulation and saw the "call your doctor" icon and oor message. The patient was able to bypass the oor message by turning stimulation off and on twice. The patient confirmed via pp that the implantable neurostimulator (ins) was on, but the battery was empty. The patient was able to increase stimulation to 5.0 volts, but they did not feel stimulation. The patient was going to charge the ins to 50-100% and then try increasing stimulation. They were also going to follow up with their healthcare professional (hcp) regarding the oor message. The indications for use were spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.